Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
The user facility registered nurse (rn) reported to fresenius that a blood leak occurred the patient's hemodialysis (hd) treatment on the 2008t machine. The 2008t machine alarmed with an air leak detector alarm. A blood leak was identified by the clinic staff upon inspection. The leak occurred at the blood pump tubing segment of the fresenius bloodlines from a slit approximately 2 centimeters long. The patient's estimated blood loss (ebl) is approximately 1 ml. No serious injury or required medical intervention resulted from the reported issue. The patient was transferred to a different machine where treatment was completed with new supplies. Additional information was obtained from the biomedical technician (biomed) regarding the machine repair. The machine was removed from service following the event. The blood pump rotor was replaced to resolve the reported issue. The machine passed functional testing and was returned to service. No parts were reported to be returned to the manufacturer for physical evaluation.

Event description:
The user facility registered nurse (rn) reported to fresenius that a blood leak occurred the patient's hemodialysis (hd) treatment on the 2008t machine. The 2008t machine alarmed with an air leak detector alarm. A blood leak was identified by the clinic staff upon inspection. The leak occurred at the blood pump tubing segment of the fresenius bloodlines from a slit approximately 2 centimeters long. The patient's estimated blood loss (ebl) is approximately 1 ml. No serious injury or required medical intervention resulted from the reported issue. The patient was transferred to a different machine where treatment was completed with new supplies. Additional information was obtained from the biomedical technician (biomed) regarding the machine repair. The machine was removed from service following the event. The blood pump rotor was replaced to resolve the reported issue. The machine passed functional testing and was returned to service. No parts were reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.